Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the device would not run correctly. The device was being used during surgery. There was no patient or user injury reported. It is unknown if medical intervention or a delay in surgery occurred. There was no additional information provided.